Manufacturer narrative:
In the case description, the user mentioned the pdm being stuck in boot mode and being unable to get out of it. The pdm was returned with the battery depleted. The pdm was able to charge, turn on, and boot up with no issues. Review of the android log files found no evidence of the pdm getting stuck during initialization. The available logs do not show the user accessing boot mode, as android log files record application activity and not operating system activity. Though no issues were observed during testing, as it cannot be determined from the available data if the user accessed and was stuck in boot mode, the exact cause of the reported event could not be determined. Cracks were observed in the lcd. It could not be determined when or how these cracks occurred. These cracks did not impact screen readability or touch functionality.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's parent reported the personal diabetes manager (pdm) was stuck in boot mode and they were unable to reset or turn off the pdm. The patient was unable to activate a pod due to this and blood glucose levels rose above 250 mg/dl. The patient was taken to the hospital and was treated with insulin injections.